Event description:
A customer reported she had been receiving "unexplainable fluctuations in measurement values" from her freestyle insulinx blood glucose meter. It was further reported that on (B)(6) 2012, the customer, who is pregnant, received a reading of 10.4 mmol/l (187 mg/dl), but noted she was "trembling" and then subsequently experienced a loss of consciousness. Her mother treated her with "sugar" and a few minutes later a reading of 1.9 mmol/l (34 mg/dl) was obtained from the meter. No additional third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: multiple, unsuccessful, attempts to clarify the details of the event have been made.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).